Manufacturer narrative:
D2a correction: the common device name is scs ipg rather than drg ipg. D10 correction: the medical product is scs lead rather than drg lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's rechargeable ipg was inoperable, and unable to be charged. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.